Event description:
During a left atrial fibrillation procedure, a pericardial effusion occurred. The ablation catheter was pulled back to the right atrium to perform an atrial flutter cti line ablation and a steam pop occurred. The patient became hypotensive and an ultrasound and echocardiogram revealed a pericardial effusion in the right atrium on cti line. A pericardiocentesis was performed and the case was aborted. There were no performance issues with any abbott product.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve f-j, tacticath sensor enabled contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. In addition, the device met specifications during temperature testing, occlusion testing, and leak testing. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. Electrode 1, the magnetic sensor, and both thermocouples met specifications during electrical testing with no short circuits detected. No contributing anomalies were noted during analysis of the returned device. The tactisys log files were analyzed and indicated that the catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Instantaneous force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. Device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.